Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s hospitalization for umbilical hernia discomfort and peritonitis. The patient¿s umbilical hernia was pre-existing prior to start of pd therapy. The hernia did not require any medical intervention in the hospital. The umbilical hernia discomfort was due to a concomitant pd catheter (not a fresenius product) malfunction. Furthermore, based on the reported information the cause of the patient¿s peritonitis cannot be firmly established at this time. However, peritonitis is a well-documented complication in patients undergoing pd therapy often associated with the pd catheter which is a portal for entry of microorganisms into the sterile peritoneum. Currently there is no allegation nor any objective evidence that a liberty select cycle and/or liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
A peritoneal dialysis (pd) patient reported that they were hospitalized requiring antibiotics for a blocked pd catheter (not a fresenius product). There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized for pd catheter malfunction and discomfort at the site of a pre-existing umbilical hernia. Per the nurse, the patient has a history of hernia with repair in 1990 (prior to starting pd therapy in 2024). The nurse stated the patient was seen by a surgeon during the hospitalization. However, it was stated that the hernia did not require any medical intervention. It was reported that the discomfort (at the pre-existing hernia site) was due to a pd catheter malfunction. The nurse reported that the umbilical hernia was not caused by any issues or malfunctions with fresenius products and has not worsened with dialysis. The nurse stated the hernia is pre-existing and is due to patient physiology. However, the nurse stated the patient had a pd culture (obtained on (B)(6) 2025) which revealed many white blood cells (wbc); result unknown. The patient was initiated on antibiotic therapy utilizing cefazolin 1 gram and ceftazidime 1 gram intra-peritoneal (ip) for peritonitis. Subsequently, on (B)(6) 2025 the patient was discharged from the hospital continuing pd therapy with the same cycler and antibiotics through (B)(6) 2025. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.